Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request post market vigilance (pmv) led an evaluation of four endo gia 60mm articulating vascular/medium reloads. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open ileostomy takedown procedure. The stapling device was being used for the anastomosis. There was excessive bleeding from the staple line. In order to resolve the issue and complete the case, pressure was applied. There was no patient harm. The patient status is alive, no injury.